Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the display was dim, faded, and/or discolored. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, the battery compartment was cracked. The pump casing was cracked in the upper right hand corner of the display. The pump failed a leak test. Evidence of moisture contamination was found on the transceiver board.